Event description:
It was initially reported by the physician that his hand held computer would not turn on. A hard reset of the device was performed, and the device would still not turn on. The physician indicated that he had the hand held computer plugged into the wall overnight. The device was returned to the manufacturer for analysis, which has yet to be performed.